Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture of right implant confirmed by MRI. This relates to the right device. Device was explanted.

Event description:
Healthcare professional reported rupture of right implant confirmed by MRI. This relates to the right device. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. Additional, changed, and/or corrected data: h.3, h.6 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture of right implant confirmed by MRI. This relates to the right device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles on the shell, crease fold and deformation. Weight measurement identified the weight of the device within specification. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture.